Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after forgetting a meal announcement, with blood glucose rising to a peak of 320 mg/dl for approximately three hours and alerts for prolonged hyperglycemia occurring; a recent infusion set change to a 23" teflon 6 mm inset was in place, and subsequent glucose decline indicated the site was functioning. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no need for medical intervention, no use of backup therapy, no ketone testing, and resolution to 113 mg/dl following algorithm-driven correction. Investigation included interaction with customer support for troubleshooting and education. Investigation of this case revealed that missed meal announcement led to hyperglycemia, while the infusion site performed as intended. It was concluded that the device functioned as designed and that user-related missed meal announcement contributed to the event.